Event description:
Facility reports that patient had implanted port "shear off". Physician replaced implanted port and catheter only to have that device also "shear off". Third device was implanted at a different location with no adverse effects. Affected devices were thrown away and are not available for evaluation. Physician reported to think that events were caused by physiological anomaly and not related to the device.

Manufacturer narrative:
In 2007, received report from distributor that "3 of the ports that the doctor has implanted had "sheared off". "Contacted cpp to review the DHR and labeling of the device. 3/5/07, distributor rep reports that all samples were discarded and will not be available for examination. 3/6/07, received DHR and labeling evaluation report from cpp (see attached). A review of the device history record was performed. There were no non-conformances associated with the incriminate lot number 0640 cs. The review of the directions for use shows detailed/adequate instruction for port catheter placement and pinch-off warning. Without the copy of the x-rays to determine the exact placement of the catheter, we were not able to confirm the pinch-off syndrome. 3/9/07, after several attempts, spoke with materials manager from outpatient surgery. She reported that the events occurred on a single pt. She also reports that only 2 devices were cut and replaced. The third device is still implanted with no issues to report. She did not have dates of when the devices were implanted or the dates of when they were explanted. She confirms that the affected devices were discarded. She reported to me that the physician felt that it must be an anatomical anomaly with regards to the pt. Facility has used the device for some time without this issue arising before.